Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -11.50 diopter implantable collamer lens had tore during loading into the cartridge; which was intended for a patient's right eye (od) on (B)(6) 2022. It was noted the cause of the event was user error and "not enough ovd was used during loading". Intraoperatively a back up lens of the same length was implanted and this resolved the problem.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).